Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("coils migrated and perforated bowel (right lower intestine) - diverticulum") and the second episode of pathogen resistance ("excessive antibiotic treatment making my body non reactive or resistant to antibiotic, resulting in near surgery and extended healing/hospital time") in a (B)(6) year-old female patient who had essure (batch no. 624494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill and depo provera. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"), back pain ("lower back pain"), pelvic pain ("reproductive pain/reproductive pain") and bacterial infection ("recurrent bacterial infections"). In 2009, the patient experienced ear swelling ("ear swelling"), skin irritation ("ear irritation"), gingival swelling ("gums swelling"), gingival bleeding ("gums bleeding"), abdominal distension ("excessive abdominal bloating and abdominal swelling") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain lower and bladder pain and the first episode of pathogen resistance ("excessive antibiotic treatment making my body non-reactive or resistant to antibiotics"). On an unknown date, the patient experienced the second episode of pathogen resistance (seriousness criteria medically significant and intervention required) and rash generalised ("strange rashes throughout body"). The patient was treated with surgery (surgery). Essure treatment was not changed. At the time of the report, the gastrointestinal injury, the last episode of pathogen resistance, ear swelling, skin irritation, gingival swelling, gingival bleeding, rash generalised, abdominal distension, alopecia and bacterial infection outcome was unknown and the abdominal pain, back pain and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, ear swelling, gastrointestinal injury, gingival bleeding, gingival swelling, pelvic pain, rash generalised, skin irritation, the first episode of pathogen resistance and the second episode of pathogen resistance to be related to essure. The reporter commented: as a child she could not wear any type of costume jewelry as well as prior to surgery. She suffered severe breakouts in several locations on body face. As well as deep internal itching. She had not underwent essure (or any part of the device) removal. The device was removed and approximately four coils were noted in the patient's uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coil migration and perforated bowel (diverticulum). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received, reporters information updated, lawyer added, pathogen resistance. Historical drug added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("coils migrated and perforated bowel (right lower intestine) - diverticulum") and the second episode of pathogen resistance ("excessive antibiotic treatment making my body non reactive or resistant to antibiotic, resulting in near surgery and extended healing/hospital time") in a 31-year-old female patient who had essure (batch no. 624494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill and depo provera. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"), back pain ("lower back pain"), pelvic pain ("reproductive pain/reproductive pain") and bacterial infection ("recurrent bacterial infections"). In 2009, the patient experienced ear swelling ("ear swelling"), skin irritation ("ear irritation"), gingival swelling ("gums swelling"), gingival bleeding ("gums bleeding"), abdominal distension ("excessive abdominal bloating and abdominal swelling") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain lower and bladder pain and the first episode of pathogen resistance ("excessive antibiotic treatment making my body non-reactive or resistant to antibiotics"). On an unknown date, the patient experienced the second episode of pathogen resistance (seriousness criteria medically significant and intervention required) and rash generalised ("strange rashes throughout body"). The patient was treated with surgery (surgery). Essure treatment was not changed. At the time of the report, the gastrointestinal injury, the last episode of pathogen resistance, ear swelling, skin irritation, gingival swelling, gingival bleeding, rash generalised, abdominal distension, alopecia and bacterial infection outcome was unknown and the abdominal pain, back pain and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, ear swelling, gastrointestinal injury, gingival bleeding, gingival swelling, pelvic pain, rash generalised, skin irritation, the first episode of pathogen resistance and the second episode of pathogen resistance to be related to essure. The reporter commented: as a child she could not wear any type of costume jewelry as well as prior to surgery. She suffered severe breakouts in several locations on body face. As well as deep internal itching. She had not underwent essure (or any part of the device) removal. The device was removed and approximately four coils were noted in the patient's uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: coil migration and perforated bowel (diverticulum). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.